Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms: after stent placement. It was reported that at an unk time post a right internal carotid artery stenting procedure, the pt became hypotensive. Initially the pt was treated with a neosynephrine drip, but this was discontinued at an unk time and midodrine was started. Four days post procedure, the pt was discharged to home with instructions to continue the midodrine until blood pressure normalizes. Although requested, there is no add'l info available. Study event.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.